Manufacturer narrative:
A ge oec service representative investigated the issue and found that the system backplane needed to be replaced. The backplane was replaced. Additionally, the high voltage tank failed during post repair testing and was also replaced. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed ma and kv errors.